Event description:
Same case as MDR ID: 2134265-2015-00319. (B)(4) it was reported that death occurred. In (B)(6) 2013, the patient presented with acute myocardial infarction (ami). Subsequently, index procedure was performed. The 100% stenosed, thrombotic target lesion, 2.5x48mm, de novo, eccentric, type c, with under 45 degree bend, diffuse lesion over 2cm and timi 0 flow was located in the mildly calcified and moderately tortuous mid to distal right coronary artery (rca). Pre-dilatation was performed and the physician treated the lesion with a 2.50 x38mm promus element¿ plus stent at 12 atmospheres resulting in 0% residual stenosis and timi 3 flow. Post dilatation was not performed and the procedure was completed without any issues. Also, a 3.0 x 12mm promus element everolimus-eluting coronary stent system stent was implanted in proximal rca. One day post procedure, the patient was on aspirn and clopidogrel. In (B)(6) 2014, the patient had pneumonitis and the patient died with unknown cause of death.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR.: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).